Manufacturer narrative:
Reported event: it was reported that the bone pin was broken during a tka case. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the device history records indicate 835 devices were manufactured under lot no w50289-1 and accepted into final stock on 05/05/2017, additionally 837 devices were manufactured under lot no w50289-1 and accepted into final stock on 05/10/2017, no non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143140, lot number w50289-1 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been a capas associated with the product and failure mode reported in this event. This is CAPA (B)(4). The device was not returned for evaluation.

Event description:
As reported: during a left total knee procedure, dr. (B)(6) noticed a broken pin in the left femur while removing pins after the case. There was no delay in the case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As reported: during a left total knee procedure, dr. (B)(6) noticed a broken pin in the left femur while removing pins after the case. There was no delay in the case.